Event description:
Pt's spouse contacted and stated "flolan seems to be leaking from ultrasite connector." Pt not receiving dose of flolan. Transported to ER and hospitalized. Subsequently experienced cva in 2009 as reported by nurse at the clinic.